Event description:
As the surgical team was transfering the inner packaging to the sterile field, the implant fell onto the floor because the seal on the pouch was compromised. Another implant was opened and used without incident.